Manufacturer narrative:
Evaluation results: related to operational context -the balloon burst on a subsequent inflation ¿ event most likely procedural related. Deformation problem evaluation codes conclusion: off ¿label, unapproved or contraindicated use-the admiral xtreme is indicated for use in the peripheral arteries. (B)(4).

Manufacturer narrative:
Patient¿s condition affected effectiveness of device - tight lesion via arteriovenous fistula.

Event description:
Cine image review: two procedural images were provided for review, the first image shows the occlusion made by the stenosis and the non-tortuous lesion morphology. The second image captures the balloon inflation and a neck in the middle of the balloon, corresponding to the lesion area.

Event description:
The physician was attempting to use an admiral xtreme otw pta balloon catheter to treat a lesion in the brachial artery. The lesion exhibited 80% restenosis, no tortuosity, moderate calcification. No abnormalities noted during preparation and inspection of the admiral xtreme device prior to use. No difficulty noted when loading the device onto guidewire. Using a 6fr introducer sheath transradial for arteriovenous (av) fistula access pta. Resistance was noted approaching the lesion, force was used as it was "very tight¿. The balloon ruptured during a subsequent inflation for 20 seconds at nominal pressure . When the physician attempted to retrieve out of the patient with the use of force, the balloon became stuck in the introduce sheath. The devices were then withdrawn as a single unit. No patient complications reported. Evaluation summary: the shaft and balloon portion of the device appeared strongly dirty of blood. The balloon portion was separated in two by a circumferential cut in the middle area of the balloon. The distal portion of the balloon was corrugated and wrapped towards the tip. The markers were moving along the marker tube since the tube was strongly stretched. The introducer sheath was returned together with the catheter. It was not possible to withdrawal the catheter since the distal portion of the balloon could not cross the introducer sheath due to the balloon corrugation